Manufacturer narrative:
This product is registered as a combination product.

Event description:
During an in-clinic follow up, oversensing due to noise which resulted in the administration of inappropriate therapy was noted on the right ventricular (rv) channel. It was suspected that the cause of the event was either due to lead insulation damage on the rv lead or concerns with the device. However, no damage was seen on either the rv lead or the device. The rv lead and the device were both explanted and replaced but the noise episodes still persisted. Nonetheless, the physician elected to continue and proceed with the replacement rv lead and device. The patient was stable with no consequences and will continue to be monitored.

Manufacturer narrative:
The reported events of insulation damage, noise resulting in oversensing and lead insulation damage were not confirmed. As received, a complete lead was returned in one piece. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. Additionally, visual and x-ray inspections of the lead revealed no anomalies with the exception of damage related to the procedure.